Manufacturer narrative:
The insulin pump passed the displacement test, operating currents, self test, off no power and error tests. However, the insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. Unable to perform the occlusion or excessive no delivery alarm tests due to the motor error alarms. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and a scratched liquid crystal display window.

Event description:
The customer reported damage to the insulin pump. The motor was protruding from the case, and the customer had to push on the casing to prevent the motor from falling out. The customer stated that he had been getting multiple error alarms within the past month. Advised the customer that the insulin pump would be replaced. Nothing further was reported.